Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unspecified antibiotic(s) (medication, route, dosage, frequency, and duration not reported) for the peritonitis event) for the peritonitis event. On an unreported date during hospitalization, extraneal therapy was discontinued and the peritoneal dialysis catheter was removed. After five days of hospitalization, the patient was discharged. One day after hospital discharge, the patient started hemodialysis therapy. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.